Event description:
A health care provider (hcp) reported via a manufacturer representative that the nerve monitoring device was making an unusual amount of noise during a thyroidectomy procedure. All troubleshooting was done with no positive results. There was a series of passive negative events (artifact). The user did not report a lack of a waveform when stimulating with a probe or the lack of an expected response. They were able to finish the procedure. The endotracheal tube was replaced and the system worked as expected. There was no patient impact.

Manufacturer narrative:
H3: analysis of the device found visually, there was no damage in the device's construction that would have resulted in the reported event. Electrically, the resistance of the tube electrodes from end to end shall be less than 200 ohms, and the actual measurements were red 25.3 ohms, red [w/white band] 22 ohms, blue 30 ohms, blue [w/white band] 27.4 ohms. There were no shorts between circuits or intermittent behavior while manipulating the circuits. There were no cracks in the electrode contacts when viewed under magnification, and they were centered about the midline. There was no out-of-specification condition in the returned condition that is likely related to the complaint. This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.